Manufacturer narrative:
B3 - date of event: unknown no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during visual inspection, the cadd solis pump had cracked dso seal. There was no patient involvement and no harm.